Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-07300, 2134265-2013-07334. It was reported that an automatic pullback failure occurred. During percutaneous coronary intervention, an atlantis sr pro² was used but the catheter showed no image at all and the ilab system was unable to perform auto pullback. The procedure was completed with another with the same device. No patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The returned pullback sled appeared normal and no damage was observed. The sled was able to properly pull back and performed within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-07300, 2134265-2013-07334. It was reported that an automatic pullback failure occurred. During percutaneous coronary intervention, an atlantis sr pro² was used but the catheter showed no image at all and the ilab system was unable to perform auto pullback. The procedure was completed with another with the same device. No patient complications reported and the patient's status is good.